Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. A device history record review shows no issues that may have contributed to any quality issues reported. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. If the device sample becomes available at a later date, this report will be updated with the investigation results. Teleflex will continue to monitor feedback from the customers on issues related to unit is not bubbling during use on water bottle products.

Event description:
Customer complaint alleges the device is "not bubbling with flows less than 0.5 liters."alleged issue reported during use. There was no report of patient harm.